Event description:
It has been reported to philips that the equipment does not work, and the hourglass mark is on. The device was not in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not work. Review of the system log file showed that the system power off sequence was not completely finished, and the system started up in field service mode. Upon functional testing, the fse found that the communication problem with the circuit board inside the power supply unit, due to which the system did not start. The fse replaced the circuit board (pdu dual switch module) inside the power supply unit. After replacement of the circuit board (pdu dual switch module), the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.